Manufacturer narrative:
Additional review was performed by an isi quality engineer and the probable root cause of cable breakage, whether partial or full, was attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed distal pitch cable.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had a broken wire.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Follow-up was performed with the customer and additional information was obtained. The fenestrated bipolar forceps instrument was inspected during cleaning before the procedure. The procedure was completed as planned with no harm to the patient using a backup instrument of the same kind with a minimal delay. No fragments were left in the patient. The instrument did not appear to collide with another device.